Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with the insulin pump's settings and also mentioned that they were treated by emergency medical services for almost dying and unresponsive with a low blood glucose of 20mg/dl on (B)(6) 2017. The customer stated that they were not taken to a hospital, but was given treatment, which she was not sure whether it was glucagon, sugar, or glucose. The customer stated that the alarm on the insulin pump was not loud enough. Troubleshooting for low blood glucose was performed. The customer's blood glucose was unknown at the time of the incident. The customer stated that they were unresponsive and their daughter called the emergency medical service. The customer was wearing the insulin pump during the treatment. The customer stated that they did not have any issue with the insulin pump, except for the alarm being too low. Programming was reviewed and it was found to be inaccurate, with the time being off by an hour. The customer was referred to their healthcare professional. There was no indication of the insulin pump being returned for analysis.